Manufacturer narrative:
Additional information: an abutment replacement surgery has happened on(B)(6) 2019 as planned. General anesthesia was used at the surgery.

Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient experienced infection at abutment site; subsequently the patient was treated with antibiotics and steroids (type and date not reported).